Event description:
Paramedic inserted angiocath. Unable to draw blood so the angiocath was removed. The distal 3/8 of the angiocath was missing. Pt had fluoroscopy to remove this part and was sent home with no adverse outcome. The MFR was notified immediately.